Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The patient states that she plans to discuss the option of explant with her surgeon. She has been asked to update davol with any additional medical or surgical treatments she may have associated to the bard implant. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2012-the patient underwent hernia repair surgery and had a bard perfix plug implanted. On (B)(6) 2017-the patient started to experienced abdominal pain at night when her bladder felt full. On (B)(6) 2017-the patient presented to the hospital ER due to the pain she had been experiencing at night. The hospital performed a few diagnostic tests with negative results. On (B)(6) 2017-the patient presented to the md office for an exam due to her abdominal pain and stated she was feeling a "burning sensation behind her belly button." The doctor examined her abdominal area and when he performed this exam it is alleged that the patient was in a lot of pain with tenderness. The doctor ordered an abdominal CT scan to be performed. On (B)(6) 2017-the patient underwent a laparoscopic exploratory procedure and per the contact, "the mesh was balled up, the surgeon saw scar tissue and removed some of the scar tissue and then straightened out the mesh." It is reported that the burning sensation was from the scar tissue. As reported, the patient will discuss further treatment options with her surgeon as she wishes to have the mesh removed.